Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that during a revision surgery for adjacent level disease screws broke and remained in the pt. During revision, the surgeon was using the locking/remover driver to back out screws from the plate. One screw at c5 and c7 broke during the removal and the surgeon was unable to retrieve the broken screw shafts from the vertebral bodies.